Event description:
The device was placed in service and functioned as expected for up to two days. The device was emptied and reactivated at least two times a day. The device then failed to drain any fluid. No further info was provided.